Event description:
It was reported that three to four weeks post-op of a gastric bypass procedure that the patient returned with a post-op leak. A drain was inserted but no other treatment was communicated to the rep. Patient status is currently fine.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: is there alleged deficiency with ech60r, endocutter, and harmonic devices that may have caused or contributed to the post-op leaks? Please provide detail with potential correlation. Could you please provide a timeline of events? What is the current patient status? Where was the harmonic 1100 used? Was it in the same area as the post-op leak? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 4/22/2022. Where was the harmonic 1100 used? Used to create the jejunectomy used to create gastrojejunostomy, used to mobilize the jj to get to the spot it needs to create the anastomosis. Was it in the same area as the post-op leak? It was so far gone they could not identify where the post op leak stemmed from. They just got in there and treated the leak.